Event description:
The customer stated, that she tested her blood glucose and rec'd a reading of 162 mg/dl. Paramedics were called, and they tested the customer's glucose at 26 mg/dl using their meter. The difference between the readings falls in the "e" zone of the parkes error grid, making the difference clinically significant. The customer was treated with glucose. The test strip and meter were to be returned for eval, but only the meter was rec'd. A new contour meter kit was sent to the customer.